Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid with an unknown concentration at 5.100 mg/day via an implanted pump for non-malignant pain and failed back syndrome- other. It was reported the patient¿s pump ¿slipped down so far¿ it was down in her groin and was irritating her groin. It was also reported when the patient had the pump implanted she got a seroma. The patient confirmed her doctor was aware of the issue with the pump slipping down and was planning to move it up higher at her upcoming battery replacement. It was noted the pump slipping down got worse over time. The event date of the seroma was (B)(6) 2012 (date of implant). It was noted within a year after implant the pump started to move lower. The patient did not know the drug, dose/concentration at the time she developed the seroma or when the pump started to slip down. The situation was being addressed by the healthcare provider (hcp) and the pump replacement was scheduled for (B)(6). No further complications were reported/anticipated or expected.